Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found signs of repeated. Instrument has multiple dents on the rod head. The sides of the impactor have significant damage. Near the groove, the corners have been flattened to a sharp edge. This deformation prevents the guide pin from moving all the way back. The two end posts were found deformed. No fractures were identified. Instrument had approximately three years and two months of field life with unknown frequency of usage. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that damage can occur if the instruments are subjected to high loads or impactions. Based on the information available, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a small "nic" on top of the metal handle of the impactor had cut the surgeon's finger. A small piece of metal fell into the open wound of the patient and was retrieved. No further information has been provided.